Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, allowing the caller to successfully start their sensor session.